Event description:
It was reported, the implantable neurostimulator (ins) battery was depleted. The patient settings were high on their devices. The patient and their healthcare professional (hcp) were surprised that the inss only lasted two years since the hcp thought they would last four years. A manufacturing representative had been contacted on 2015 (B)(6) and 2015 (B)(6). The patient was diagnosed with cancer on the day of this report. Follow up with a manufacturing representative indicated the patient did not have any symptoms and they did not have a 50 percent or greater symptoms reduction. The patient was not sure when the inss reached elective replacement indicator (eri). A replacement was scheduled for 2015 (B)(6). The patient was doing well at the time of this report. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined the following eval code - conclusion was not related to this event.

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was replaced two weeks prior to this report. The reason the ins was replaced was low battery. The patient was going to have a lumpectomy for breast cancer.

Manufacturer narrative:
Product ID 37602. Serial# (B)(6), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40. Lot# v354660. Implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v355048, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387s-40, lot# v354660, implanted: 2009 (B)(6);: product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot# v355048, implanted: 2009 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).